Event description:
It was reported that treatment was performed on a right renal artery. The omnilink would not cross the lesion and the device was withdrawn. In the process, the stent dislodged from the balloon in the ostium of the renal artery as it was being retracted into the guiding catheter. A snare device was used to successfully remove the separated stent from the pt.